Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2016 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred, which could not be duplicated during testing. The force sensor calibration test was performed and failed. The force sensor was removed and tested and the resistance value was within specification. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a failed force sensor calibration. This report is made based on results of investigation completed on (B)(6) 2016.